Event description:
The customer reported that there was an intermittent communication error message. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gib pcb was evaluated and replaced, the nodes were erased and calibration files were reinstalled. The system was tested and found to be working as intended and returned to service.